Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 3 years and 3 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the driveline was bending at the system controller connection point. The patient states having to sleep a certain way to avoid vad alarms. During system controller history interrogation, numerous driveline fault alarms were observed. A system controller change was performed, and x-rays submitted to the manufacturer¿s technical services appeared unremarkable. On 17apr2018 manufacturer¿s technical services representative arrived on site for a driveline evaluation. Phase interrupter tests were performed and no open wires were found. The patient was tethered on a grounded power module patient cable and the driveline was palpated from the distal end to the exit site without issue. The manufacturer¿s technical services representative reviewed the submitted log file on the primary system controller and there were no unusual events seen within the log file. The driveline disconnect events displayed in the file occurred due to disconnecting and reconnecting the driveline for the phase interrupter testing. No additional information provided.